Event description:
Excessive heat inclusive sparkling; customer talks about melting of the electrode. The following additional information was received from our affiliate on (B)(4) 2014; the two electrodes worked for 10 minutes each and then sparkled. Afterwards the procedure was finished. No harm to the patient. See associated medwatch # 1221934-2014-00386.

Manufacturer narrative:
The complaint device is not being returned and therefore it cannot be determined what caused this failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ a batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 3 other complaints for this lot of devices that were released to distribution. In the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Excessive heat inclusive sparkling; customer talks about melting of the electrode. The following additional information was received from our affiliate on 8-8-14; the two electrodes worked for 10 minutes each and then sparkled. Afterwards the procedure was finished. No harm to the patient. See associated medwatch # 1221934-2014-00386.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.